Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that the cement (p/n: 3172080) did not harden even it was past 10 minutes during rsa surgery on mar 29th, 2019. The surgery was completed within a 30 minutes delay by using other new cement. There was no adverse consequence to the patient. Eventually, the reported cement hardened however it was unknown how long it took to harden. Since the revision nozzle (p/n: 831231p) was used with the reported cement, it was opened in error. It was reported that the usage and temperature control were properly used in the same way as those used normally. No further information is available.¿ the affected product was not returned for investigation/ examination. Retained samples from the same lot were used to conduct testing. Retained sample retest results: tm-t150 - the mix was ok with the powder and liquid components combining as normal and extruded at 2mins 15secs with no difficulty. The mean setting time for the mixed cement was 13 minutes 37 seconds. The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria at 23°c. No product problem or unusual observations were noted on the testing of the retained samples of this batch. See attachment ¿pc-000436094 retest results.pdf¿. The fmea for the cement, dva-107020-fde rev 9 was reviewed, and this failure mode is included on lines 61, 62, 72, 73, 74, 75, and 177. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. The fmea for the mixing system, dva-104409-fde rev 10 was reviewed for this failure mode, and it is included on lines 492 and 493. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. See attachment ¿pc-000436094 extract from fmeas.pdf¿. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained sample. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. 702 units released. Lot expiry date: 31 july 2019. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement did not harden even it was past 10 minutes during rsa surgery on (B)(6) 2019.